Manufacturer narrative:
Device is combination product. Patient identifier: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MDR ID#: 2134265-2011-05524. It was reported that post a stenting treatment procedure, the patient experienced myocardial infarction. The patient presented due to unstable angina. The 80% stenosed and 12 mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation and placement of a 3.0x16mm taxus perseus study stent, resulting in 10% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2010 the patient presented due to chest pain, dyspnea, cough and fever. An electrocardiogram revealed nonspecific st-wave changes and the patient had elevated troponin. A cardiac stress test suggested ischemia in the inferolateral wall. Eight days later, the event was considered resolved without residual effects and the patient was discharged.